Manufacturer narrative:
(B)(4).

Event description:
It was reported "'failure of the intra-aortic balloon to completely inflate over its full length'. Iabp attempted to be taken out withsheath left in initially, noted balloon was broken and took out with sheath altogether. Iab removed in ot. Attempt made to remove through sheath. Iab wired snapped in process (single point break). Iab and sheath removed together. Identified iab not inflating at top and removed". No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2026-00283.